Event description:
It was reported that the patient's implantable neurostimulator revealed high impedances. The device has not yet been programmed nor has it undergone threshold testing. Everything against the case left and right was 1090ohms, therapy impedance >4000ohms with c+0-, 0/2 and 0/3 were 3289ohms. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).